Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to e1. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it was confirmed the event was caused by a power supply unit failure. However, the specific root cause of the power supply unit failure could not be determined at this time. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed due a faulty power unit. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the lamp of the visera elite xenon light source did not light up. This occurred during preparation for a diagnostic procedure. There was no delay, and patient was not under sedation. The procedure was completed using another similar device and there was no report of patient harm.